Event description:
The customer reported that both of the monitors were not working. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.